Manufacturer narrative:
Information contained in this report was previously submitted through psr 04/22/2019. This report is submitted beyond 30 calendar days from allergan¿s receipt due to the exemption transition period. Reason for reoperation: capsular contracture baker grade iii/IV. Device evaluation: analysis of the returned device identified: creases flat, deformation, weight to the spec and brown particles. Nothing related to the device appearance is observed. The event of capsular contracture baker grade iii/IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported wrinkling. Healthcare provider reported right side capsular contracture baker grade iii/IV. Device has been explanted.